Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin therapy.